Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the colonovideoscope's angulation felt stiff. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following was found: there was contamination identified in the air/water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the angulation was lower than the standard value and play, and the electrical safety test was not up to specification. Additionally, the following were worn: the light cover glasses, the adhesive on the light cover glasses, the adhesive on the optical cover glass, the distal end cap, and the adhesive on the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.